Manufacturer narrative:
Results: the benchmark dc was kinked underneath the strain relief approximately 2.5 cm from the hub; the distal shaft was ovalized approximately 2.5 and 4.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that after the second dose of glue they observed the benchmark dc leaking at the hub. Evaluation of the returned device revealed a kink underneath the strain relief. This type of damage typically occurs due to improper handling during preparation or use. If the device is manipulated or removed from the packaging hoop at an angle while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection.

Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. During the procedure, the physician noticed the benchmark catheter was leaking blood from the proximal shaft. The physician successfully continued to use the benchmark catheter through completion of the procedure. There was no report of an adverse effect on the patient.